Event description:
Additional information received stated that the patient was receiving effective therapy and that there were no additional actions planned or performed. There were no further complications reported or anticipated.

Manufacturer narrative:
Continuation of d10: product ID 977a175 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative reporting that during the new implantation surgery, impedance measurement after connection of the lead to the implantable neurostimulator (ins) was normal. When impedance was re-measured during closure, electrode number 0 became unusable due to the high impedance of 40,000 ohms with electrode number 0. The physician¿s opinion for contributing factor was that the lead tip might have been damaged by the lead insertion procedure. As the surgery was almost complete reconnection of the lead was not performed; stimulation was set without using electrode number 0. The issue was not resolved at the time of this report. Indication for use was chronic pain.

Manufacturer narrative:
Concomitant medical products: product ID: 977a175, serial# (B)(4), implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a175, serial/lot #: (B)(4), ubd: 10-nov-2024, UDI#: (B)(4). Report source: (B)(6). Evaluation codes belong to the lead. If information is provided in the future, a supplemental report will be issued.